Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-2-jug-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: (B)(6): filter tilt =16 degrees post-procedure imaging. At the index procedure on (B)(6) 2016, the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 20.45 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was reported as 0 degrees by site. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram showed no evidence of filter deformation or migration, filter tilt of 11.3 degrees. There was no extravasation of contrast but filter legs did appear outside the column of contrast after placement. On (B)(6) 2016 (day of procedure), the post-procedure x-ray was completed which revealed filter tilt of 0 degrees by site. Analysis showed filter tilt of 18.4 degrees. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-jug-celect-pt. (B)(4). Summary of investigational findings: the imaging review finds a celect-pt filter deployed with borderline significant tilt of 13 deg relative to the longitudinal axis of ivc. This tilt resulted in the ivc hook abutting the ivc wall, which could make future retrieval difficult. According to the imaging review, analysis showed a filter tilt of 18.4 deg, which is likely calculated relative to the spinous processes. In this case, the bony anatomic landmarks do not mirror the course of the ivc, which makes the significant tilt measured by analysis an overestimation of the true ivc filter tilt relative to the longitudinal axis of the ivc. Furthermore, the imaging review finds acute perforation of a primary filter leg, which indicates an insertion problem. This insertion problem could be a result of a number of causes, e.g. Advancing the filter outside of the sheath, instead of retracting the sheath over the filter during deployment or too much back tension on the release device during the deployment. This has been known to cause significant tilt immediately after deployment. However, the complaint report does not discuss any deployment difficulties to help confirm the suspicion of potential operator error. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: (B)(6): filter tilt =16 degrees post-procedure imaging. At the index procedure on (B)(6) 2016 the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 20.45 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was reported as 0 degrees by site. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram showed no evidence of filter deformation or migration, filter tilt of 11.3 degrees. There was no extravasation of contrast but filter legs did appear outside the column of contrast after placement. On (B)(6) 2016 (day of procedure), the post-procedure x-ray was completed which revealed filter tilt of 0 degrees by site. Analysis showed filter tilt of 18.4 degrees. Patient outcome: the patient remains in the study.